Event description:
It was reported that at implant the lead had high thresholds and impedance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was also noted that there was blood in/on the helix mechanism.